Manufacturer narrative:
(B)(4). Pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Pump was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6)2017 due to high blood glucose. The customer's blood glucose was 514 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. Customer also stated the insulin pump had motor error alarms. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.